Manufacturer narrative:
Patient information was not made available from the site. Software investigation completed; unable to determine probable cause without further information. Behavior cannot be replicated. - (B)(4) 2014 a medtronic representative, following-up at the site, reported that navigation was off by 5mm. The issue corrected itself after switching between the 2 scans. - (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - (B)(4) 2014 a medtronic representative reported testing the instruments and found them to be within specification. No issues found. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4)

Event description:
A site surgeon alleged an inaccuracy, on the patient's left side, occurring while in a t10 pelvic fusion procedure. The surgeon took two o-arm imaging spins and had the frame placed on t9. The camera was at the head of the bed, the o-arm was positioned from the patient's right hand side. There were no specifics regarding direction, or magnitude, provided. In trouble-shooting accuracy was regained on the right side of the patient. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.